Event description:
It was reported that needle eclipse 21x1.25 ce had a difficult to activate safety feature. This resulted in a post-use needlestick injury. The following information was provided by the initial reporter: "pink eclipse cap slanted over needle after blood collection. So not over the needle. A needle stick accident happend because needle went into other hand when disposed in container."

Manufacturer narrative:
H.1. Type of reportable event: serious injury.

Event description:
It was reported that needle eclipse 21x1.25 ce had a difficult to activate safety feature. This resulted in a post-use needlestick injury. The following information was provided by the initial reporter: "pink eclipse cap slanted over needle after blood collection. So not over the needle. A needle stick accident happend because needle went into other hand when disposed in container."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle eclipse 21x1.25 ce had a difficult to activate safety feature. This resulted in a post-use needlestick injury. The following information was provided by the initial reporter: "pink eclipse cap slanted over needle after blood collection. So not over the needle. A needle stick accident happened because needle went into other hand when disposed in container."